Event description:
The patient stated that on two separate occasions his infusion device has failed to give the a2 (low battery) alert before giving the e2 (battery depleted) error. He stated he did check the memory and the a2 is not listed. He has his infusion device set correctly for alkaline batteries and not rechargeable batteries. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.